Manufacturer narrative:
Analysis of pli# 10 product ID# 97715 found no significantly anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. It was reported that the patient was getting a shocking sensation from their implantable neurostimulator (ins) with the battery off. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative further reported on (B)(6) 2020 that they met with the patient at their healthcare provider (hcp) office and that the patient was still feeling a shock every 15 minutes with the system off. The manufacturer representative mentioned that this was not due to the system but was due to something else. It was further reported by the hcp that the patient needed a manufacturer representative for emergency programming. The hcp reported that the patient was getting shocked every five seconds and that the patient threatened to kill themselves if something was not done about the issue. It was noted that an x-ray of the patient's pelvis was performed but the hcp stated there was nothing in the x-ray that would indicate that the issue should be occurring. The hcp further clarified that the shocking was in the patient's chest below their heart. It was noted that the shocking sensation was sudden and occurred over the past few days prior to the date of this report. It was reported that the patient¿s system was explanted due to the symptoms. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.